Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she had an unknown number of wafers from previous market unit that were very uncomfortable and felt like they were cutting into her. She did not visualize any actual injury or bleeding, but stated that she had discomfort when wearing them. She wondered if they might have also been off-centered. The patient continued to use the product. No photo is available at this time.